Event description:
Healthcare professional reported right side rupture and "siliconomas" diagnosed with ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and "siliconomas" diagnosed with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Granuloma: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture and "siliconomas". Diagnosed with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "siliconomas" (granuloma) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "siliconomas" (granuloma).

Event description:
Healthcare professional reported right side rupture and "siliconomas" diagnosed with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jan/2024.

Event description:
Healthcare professional reported right side rupture and "siliconomas" diagnosed with ultrasound. The device has been explanted and replaced.